Event description:
My spinal kinetics m6 is defect, the cem dislocated. A surgery is because of the risks not possible. The defect implant causes severe health problems. I've a lawsuit against spinal kinetics in (B)(6). There are further lawsuits against spinal kinetics at regional courts. There are dozens of pts with defects m6 implants (dislocation of the polymer cern, broken discs), further info you can get from my lawyer, (B)(6).